Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, keypad, battery tube and vibrator assembly. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and had an unresponsive keypad. The customer stated that she put in a new battery, and the insulin pump flashed up to 6 or 7, making a long constant beep. She stated that it sounded as though the motor was running, but she noted that the piston was not moving back. She stated that the insulin pump would not turn on. The customer did not know the blood glucose reading. She stated that the display had gone blank immediately after the device had been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.